Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had b30 error code during set up / inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material issues: deterioration. Mechanical problems: stress, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. These can be caused by no design or manufacturing problems and can occur between components such as boards, sockets, pins, cables and connectors, etc. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.